Event description:
In 2000, pt underwent facial resurfacing treatment, using arthrocare's refinity coblation system, around the entire mouth and chin area. Three passes were made over the targeted area using an arthrocare resurfacing stylet. Approx one wk post treatment the pt tested positive for coag negative staph infection. The pt was treated wtih oral gatifloxacin and then switched to oral moxifloxacin. Additionally, the pt used topical neosporin and bactroban. One month later, the infection was reported to have been resolved.